Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 498 mg/dl. The customer reported that her blood glucose was high due to button error. Customer reported not having a back up plan advised to speak to health care provider as soon as possible. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown . The customer thought the battery was bad in the pump so she went back to her hotel to change it and it didn't resolve the issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.